Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. Therefore, a lead revision was performed and a lead fracture was identified. The physician decided leave this lead capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.